Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the generator started self-activating without anyone pressing the footswitch. There was no patient injury.